Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Without a lot number or device serial number, the manufacturing date cannot be determined.

Event description:
It was reported that the catheter would not keep shape in the body. Prior to insertion, the catheter was correctly shaped but would not hold shape inside the body. The catheter was removed and it "took shape slowly". A different catheter was used to complete the procedure. No patient complications were reported as a result of this event.